Event description:
"During an open thoracostomy, endobabcock tip broke and became lost in the chest cavity. It took 45 minutes and fluoroscope guidance to retrieve the tip from chest cavity. The surgery was prolonged by 90 minutes total." The reporter returned a telephone request for add'l info. The following was provided, there was no pt injury; the jaw of the instrument broke off during a vats thorascopic procedure, not an open procedure. The surgeon and operating team had to wait 45 minutes for the c-arm (fluoroscope) to arrive in the operating room and then another 45 minutes were required locate the piece. To date, the instrument has not been returned for evaluation. The MFR has been advised to initiate an investigation based on the reported info.